Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-500's mg/dl. The customer had symptoms such as dizziness and being anxious. Customer treated with insulin pump. Customer's blood glucose value was 496 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 3 days ago; high blood glucose troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check their settings an stated that the doctor just changed basal rates 3 weeks ago. Customer does not have the tubing clamp to perform high pressure test. Customer states that the doctor told her that the insulin pump is not working. Customer was advised that request for; insulin pump replacement can be made. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer is going to discontinue use of insulin pump and contact hcp to treat via syringe; insulin pump will be replaced. The product was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.